Manufacturer narrative:
Pump passed the self test and displacement test. Pump received with all buttons responding properly. No damage or moisture damage on keypad assembly and no unlocked printed circuit board keypad connector noted during visual inspection. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 145 mg/dl at the time of incident. Customer stated that the insulin pump kept prompting her to enter the blood glucose and the select button was unresponsive. No significant events leading to keypad anomaly were observed. Customer reported that changing the battery did not resolve the keypad anomaly issue. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.